Event description:
Customer reports that threshold suspend alarmed without blood glucose being low. Customer's blood glucose was unknown. Customer states that her blood glucose is very sensitive and go from high to low within an hour. Customer no longer wears sensor. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).